Event description:
Information received from the field notes that the patient was at hospital for atrial lead repositioning. The pocket was clo sed and re-opened multiple times. Measurements showed bipolar lead impedance >1900 ohms. Unipolarr lead impedance was 550 ohms. High lead impedance was solved by programming the pulse generator to unipolar.